Manufacturer narrative:
This report was previously filed by the distributor of the product. It was filed under MFR. Report number 1047429-2013-0003. The actual device was received and evaluated. The failure was duplicated. An investigation was performed. The investigation reviewed the actual device, the device history record and the manufacturing process. The investigation was unable to determine what caused this failure. This lot was produced in august of 2012. In may 2013, a CAPA was issued in relation to a folding process which is used with this device. The CAPA resulted in the purchase and implementation of new equipment. The previous equipment could have contributed to this failure. (B)(4).

Event description:
The following information was provided to ecolab on (B)(6) 2013. On (B)(6) 2013 (B)(6) received a complaint from (B)(6) hospital stating that two holes were found on either side of probe cover microtek item number pc1290ns after use. We contacted the hospital on (B)(4) 2013 to obtain further information and were directed to(B)(6) who explained that there was fluid put in the probe cover before placing the probe in the cover and it was noticed after the probe had been used that there was fluid coming out of the probe cover on both sides along the edge. (B)(6) confirmed that there was no patient injury at that time. It was further reported to us on (B)(6) 2013 by (B)(6) hosp that the patient on which the complained probe cover was used had been readmitted to hospital a week after the original surgery as a precaution because the patient showed slight signs of infection. We contacted (B)(6) on (B)(6) 2014 and she stated that the patient was fine.